Event description:
Information was received from a patient who was receiving unknown drug, morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that their healthcare provider was closing their practice on (B)(6). The patient mentioned that there's another doctor about 40 miles away, but they were unsure if that doctor can take every patient. The patient mentioned that they go to the healthcare provider every 3 months to get the pump refilled and then had a surgery for revisions in the past. The patient said, 'I've had issues from time to time; I ended up in the emergency room (ER)¿ because the tubing cracked before my last revision (pump replacement). When the agent inquired further, the patient stated that they have had a revision before 'I think it was every 7 years, except this last revision they had to do it sooner because of the issue with the tubing (catheter), and the patient appeared to reference a routine pump battery replacement as a revision. When the agent inquired date, patient stated, 'I think 3 years before the 4-year requirement was up,' and later stated they think the last revision was on (B)(6) 2023, as it says on their medtronic ID card, but they were not sure if that's accurate or not. The agent linked current and previous pumps and catheters to case due to inability for the agent to determine which pump component(s) patient was referring to. The patient asked what to do in the meantime before they can establish care with a new healthcare provider. The patient mentioned that they have two pump meds, one being morphine, and the other medicine starts with the letter b, but patient was unsure of the name. The agent redirected to healthcare provider and sent physician listings to patient via email.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2012: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 24-jul-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.